Event description:
Situation: guidewire tip broke in patient¿s bone. Background: during lateral ankle stabilization procedure. The guidewire tip broke. Unable to be retrieved. Guidewire tip proximal to anchor that was placed in the left ankle. Anchor that was used for surgical procedure: arthrex internal brace implant system ligament augmentation. Ref: ar-1788j-cp, lot number: 15147829, exp: [redacted date]. Representative was present for the procedure. Assessment: tip of guidewire broke off in patient bone proximal to anchor. Tip was unable to be retrieved by surgeon.